Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced damaged unit packaging where the sterility was compromised. The following information was provided by the initial reporter: the shield was deformed with a hole; it seems to have been caused by something like heat.

Manufacturer narrative:
D.10 device available for eval.?: yes; d.10 returned to manuf. On?: 13-may-2022. H.6 investigation summary: samples were received and an investigation was performed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Customer returned (2) loose 0.3ml bd insulin syringes. The customer reported that the shield was deformed with a hole, the shield was damaged by heat (melted), and the stopper was deformed. The returned syringes were examined, and it was observed that neither syringe assembly exhibited stopper damage. 1 syringe featured a crushed cannula shield, and the other featured a damaged plunger cap and broken thumb press. A review of the device history record was completed for batch # 1088938 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200951566] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (cannula shield crushed) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced damaged unit packaging where the sterility was compromised. The following information was provided by the initial reporter: the shield was deformed with a hole; it seems to have been caused by something like heat.